Event description:
Patient reported they followed the treatment plan as directed and their bite is not corrected and they have misaligned teeth on both upper and lower teeth, experiencing pain and discomfort. At check in patient marked true to allergic reaction, discomfort, sensitivity, recent dental work, epilepsy, broken and not fitting.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.